Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a scheduled follow-up, noise on right ventricular and right atrial lead was observed. The oversensing was reproducible in clinic on real-time egm with pocket manipulation and patient¿s breathing. Additionally, review of the vf episode from (B)(6) 2017 noted that the patient received inappropriate antitachycardia pacing therapy and hv therapy due to noise. Device was reprogrammed and hv therapies were disabled. Lifevest was given to the patient until lead revision. Patient¿s condition was stable and the patient will continue to be monitored.